Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient encountered a minor bleed and eventually expired after impella cp support. Patient experienced oozing and bleeding at impella site. Care team member was able to resolve with manual compression. Additionally, patient was transferred from carle methodist to osf st. Francis for tentative plan of venoarterial extracorporeal membrane oxygenation and arrested shortly after arriving to intensive care unit. Patient was resuscitated for a few minutes before arresting again and was not able to be revived after 30min of cardiopulmonary resuscitation.

Manufacturer narrative:
The investigation for the reported minor bleed and hemodynamic instability has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the minor bleed and hemodynamic instability could not be determined.